Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not emit alarm for insulin flow block. Customer¿s blood glucose level was unknown. Customer reported that they detected several anomalies in the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected insulin flow blocked alarms or unusual absences of insulin flow block alarms were noted during testing. The device underwent the occlusion test, and while the delivery tube was blocked, it did emit an "insulin flow block" message along with an alarm. (B)(4).